Event description:
It was reported that after six weeks of having a cloverleaf plate and screws implanted in 2005, the pt started partial weight bearing. In 2006, the screw that was inserted in the distal hole of the plate was broken, and the distal tibia fracture was found to be non-union. Patient was revised.